Event description:
It was reported the patient arrived in the clinic near (B)(6) with heart rate in the 30s. It was determined that the right ventricular lead had loss of capture in both bipolar and unipolar at highest outputs. There was also an undefined resistance measurement and noise with the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.